Event description:
It was reported that the 5.5mm footprint anchor was implant into the patient and the metal pin that inserts the internal locking screw broke off and was lodged inside the anchor. The surgeon tried to remove the pin but it securely lodged inside of the implant itself. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 72202902 5.5 footprint ultra pk suture anchor assembly used for treatment but was not returned for evaluation. Evaluation was limited. If further information becomes available, the complaint may be revisited. Factors that could affect device performance include: device ability, product knowledge. Influences that might compromise product performance or integrity that are unrelated to manufacture include:1.use of other than recommended prep instrument size or types.2.unexpected bone condition/density. 3.shallow prep hole.4.loss of axial alignment before completed insertion.5.unintended separation of anchor from inserter.6.unintended damage. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. This complaint from the united states reports, a footprint anchor was implant into the patient and the metal pin that inserts the internal locking screw broke off and was lodged inside the anchor. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts to obtain additional information regarding this complaint did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. No significant delay was reported and a back up was available to complete the procedure. No patient injury was reported.